Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lad, as treatment of the target lesion and one endeavor sprint rx drug-eluting stent was implanted at the proximal lad, overlapping, as treatment of a complication/dissection/bailout.

Manufacturer narrative:
(Secondary intervention, additional stent implanted) - eval results: dissection.